Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that several times in (B)(6) 2016 (exact dates unknown) that the suction tube remained stuck to the tracheal tube and it was impossible to remove it. The patient had to be extubated and intubated again. Additional clarification on the outcome and occurrences has been requested. If received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
There were no clinical consequences for the patient, however the event was serious due to "mucosa traumatism". No permanent adverse effects reported.

Manufacturer narrative:
Three portex® uncuffed ivory pvc, oral/nasal tracheal tubes were returned for investigation. All three samples were received inside a plastic bag; two of the devices were received outside their original packaging and one device was received inside its original closed packaging. Visual examination was performed at a distance of 12" to 24" and under normal conditions of illumination. During examination, no damage or product defects were identified. Investigation determined that the returned samples operated as intended and no fault was found.